Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and identified that the flexvision monitor was failed to display live image. Upon troubleshooting actions, the fse replaced flexvision pc, but issue persist. Later, the fse replaced the dvi to hdmi cable, flexvision monitor and reloaded software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display live images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.